Event description:
The following info was provided to cook on (B)(6) 2013: during the procedure, the endoscope was in a torqued position. The clip would not open and close. The clip was not attached to the tissue site. Because of the difficulty with opening and closing, the clip was unable to be deployed. This event did not reasonably suggest a reportable event occurred. On (B)(6) 2013 the device involved was returned and our lab eval confirmed the drive wire disconnected from the handle. Drive wire separation at the handle has been established as reportable event. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: our lab eval of the product said to be involved found the drive wire separated inside the handle. The proximal end of the drive wire was bowed indicating proper assembly. Using hemostats to grasp the drive wire, the clip was opened and closed. A minimal increase in resistance was observed in the movement of the drive wire once the clip was pulled halfway into the housing prior to deployment. The device was advanced into olympus gif q20 2.8 endoscope in a simulated upper gi position with the tip in the maximum retroflexed position to simulate a worst case position. Using the hemostats, the clip did successfully deploy on simulated tissue. The drive wire was removed from the device, visually examined, and determined that the drive wire was correctly manufactured. The hook of the drive wire was intact. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our lab analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: resistance encountered while attempting to deploy the clip after the clip is closed on the tissue (i.e. Difficulty with clip release) can lead to damage of device components such as the hook at the distal end of the drive wire or the security of the drive wire to the handle. The instructions for use instructs the user to verify smooth handle operation and clip operation prior to use. Instructions for use states to permanent deploy clip, pull handle spool towards handle thumb ring until clip detaches. Note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip. Instructions for use states if clip deployment device is used with endoscope in a torqued or retroflexed position, clip deployment difficulties can occur. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Qa will continue to monitor for complaint trends.